Manufacturer narrative:
H10: photos were provided for review. The device history record review is required . The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 09/2020).

Event description:
It was reported that some time post dialysis catheter placement, tissue alleged failed to grow around the cuff, which resulted in catheter dislocation. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: two (2) electronic photos were reviewed. The first photo shows the 19 cm hemosplit catheter coming out of the patient and a portion of the surecuff can be seen with irritation around it. The sutures can be seen attached to the bifurcation. The second photo shows a closer look at the surecuff coming partially out of the patient. One 19cm hemosplit dialysis catheter was returned for evaluation. Visual, microscopic, and functional testing were performed. Clamps were disengaged when they were received at the evaluation site. Blood and residue were noted throughout. The evaluation, along with the photos provided point to the fact that the catheter dislodged prematurely. The investigation is confirmed for the alleged failed tissue in-growth on the cuff. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that some time post dialysis catheter placement, tissue alleged failed to grow around the cuff, which resulted in catheter dislocation. Reportedly, the dialysis catheter was replaced. There was no reported patient injury.